Event description:
Baxter brazil reports 13 incidents of fiber leaks noted 1 to 2 hrs into pt treatments with use of the ca 210 dialyzer. Blood loss was noted, however no med intervention was required.